Event description:
On (B)(6) 2012, physician's assistant reported that the pt was admitted to the hospital with diabetic ketoacidosis. She stated she does not believe the pt understands how to use the infusion device. Physician's assistant was not willing to provided further info regarding hospitalization. A request for additional training was submitted. Trainer reported a meeting was scheduled with the pt's diabetes educator to review the infusion device. Further attempts to follow up with the pt were unsuccessful. No product will be returned for evaluation.